Manufacturer narrative:
(B)(4). The associated complaint device was returned and evaluated. A visual inspection of the returned device confirmed the plate has fractured at one of the screw holes at the bend of the plate. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted the plate was fractured, and disruption of the anodization was observed. The plate was bent at an angle of approximately 90-degrees, which potentially caused the observed fracture. If the mechanical forces applied to the plate during bending exceed the yield strength of the plate, a mechanical overload fracture can occur. The crack initiated due to the applied loading until fracture occurred. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a surgery was extended by 60 minutes after two plates were broken during bending. The second plate was implanted in the patient.

Manufacturer narrative:
The first plate broken will be returning for evaluation. The second plate will not be returning because it was implanted.